Event description:
The customer reported via e-mail that the insulin pump went into threshold suspend with a sensor glucose level of 60 mg/dl and a blood glucose level of 99 mg/dl. The customer also reported that the insulin pump went into threshold suspend with a blood glucose level of 115 mg/dl and a sensor glucose level of 50 mg/dl. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.